Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the air alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) left the clamp open on an unused line. The tsr explained therapy was over and new supplies needed to be used. The hp would also call her registered nurse. The tsr had the hp cycle the power to get a system error 2367 and again to get back to the start. Proper procedures were reviewed, and there were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - open clamp. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.